Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that a new instance of the malfunction was noted. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.